Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. The issue performed as intended and the issue could not be replicated. Logs showed the door open/close button kept being pressed and only held for 1 to 3 seconds. Performed and invalidated home. The imaging system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the gantry would not open. The site rebooted the system and it would still not open. Troubleshooting involved pushing the yellow button and then the door close button, which was able to open the gantry.